Event description:
It was reported to philips that the system was not switching on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not switching on. To resolve the reported issue, the rse instructed the biomed to restart the mains power then switch on the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.